Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritations, dizziness, and/or headache, hypersensitivity, nausea, vomiting, and asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging respiratory tract irritations, dizziness, and/or headache, hypersensitivity, nausea, vomiting, and asthma. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was evaluated by the manufacturer's product investigation laboratory (pil) and pil observed foreign materials indicative of contamination at various sites of the unit, including the within and around the airflow outlet port. The unit was connected to an mfts where product investigation laboratory (pil) verified failures for control pressure and monitor pressure. Product investigation laboratory (pil) found no signs of damage or evidence of defective operation. Product investigation laboratory (pil) also found the airpath foam to be firmly secured, without any signs of delamination or degradation. Pil tech could not confirm black foam particulates or foam degradation inside the suspect unit after disassembly. Product investigation laboratory (pil) has determined that trilogy 100 ventilator operates as designed and functions as expected. The sensor board of the unit drifted out of spec due to contamination issues.